Event description:
A report was received that the patient was experiencing shocking, burning sensation and intense pain at the pocket site. It was noted tha the patient had the intense pain whether the stimulation was turned on or off. Database (db) analysis revealed no anomalies. The patient underwent a pocket revision procedure and was doing well postoperatively.